Manufacturer narrative:
Additional information: product available to stryker; reason for no evaluation and reason code - other. An event regarding alleged pain involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional, material analysis and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If additional information and/or device become available, this investigation will be reopened.

Event description:
According to the maude report #mw5073038, the patient had a tka replacement and is experiencing painful knee lockup. The patient cannot move unless the patient physically moves with her hands.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
According to the maude report #mw5073038, the patient had a tka replacement and is experiencing painful knee lockup. The patient cannot move unless the patient physically moves with her hands.